Manufacturer narrative:
Investigation into this event found that a non-reproducible, higher than expected vitros bhcg result occurred on a single patient sample processed on a vitros 5600 integrated system. A definitive root cause could not be determined, however, the possibility of the effect of incorrect sample processing (centrifugation) could not be ruled out as potential causes of the event. There was no indication that the vitros 5600 malfunctioned, however, system data log files that covered the timeframe of the event were collected, but not yet analyzed for analyzer conditions that may have contributed to the event. The investigation is ongoing.

Event description:
The customer obtained a non-reproducible higher than expected vitros bhcg result from a single patient sample when processed on the vitros 5600 integrated system. Biased results of the direction and magnitude observed may lead to inappropriate physician action. The non-reproducible, higher than expected vitros bhcg result was reported outside of the laboratory, however, a corrected report was sent to the physician and there was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).